Event description:
At about 3 years 8 months after the medacta primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 february 2023. Lot 189541: (B)(4) items manufactured and released on 11-march-2019. Expiration date: 2024-02-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.